Manufacturer narrative:
(B)(4). The device has been received for analysis; however the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on august 3, 2017 that a flexiva 200 laser fiber was to be used for ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant during unpacking and outside the patient, they noticed that the laser fiber was broken to a couple of pieces inside the packaging. There were no packaging issue reported. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
One flexiva 200 laser fiber was received for evaluation. Visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the tip was unused. The fiber was returned broken into three pieces. The first piece measured approximately 77.4 cm from the top of the connector to the break. The second piece measured approximately 33.3 cm and the third piece measured approximately 207.0 cm which includes the entire distal tip. The condition of the returned device confirms the reported event. The noted damage was caused to the device without direct patient contact. Therefore, a review and analysis of all available information indicated that the most probable root cause is handling damage. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a flexiva 200 laser fiber was to be used for ureteroscopy procedure in the kidney performed on (B)(6) 2017. According to the complainant during unpacking and outside the patient, they noticed that the laser fiber was broken to a couple of pieces inside the packaging. There were no packaging issue reported. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.